Manufacturer narrative:
Analysis inspected one opened or used sensor and performed continuity resistance test. Sensor failed per specifications. Unable to confirm adhesive anomaly on opened or used sensor.

Event description:
The customer's husband reported via phone call of a bent sensor cannula. The customer's blood glucose reading was unknown. The customer had issues with bent sensors for the cannulas split. The customer stated that the sensors were giving bad readings. When the customer removed the sensors, they were bent. The customer was unable to troubleshoot as this was a past event.

Manufacturer narrative:
Analysis inspected one opened or used sensor and performed continuity resistance test. Sensor failed per specifications. Unable to confirm adhesive anomaly on opened or used sensor.